Event description:
The pt reported experiencing several e4 (occlusion) errors that have attributed to elevated blood glucose of as high as 28.2 mmol/l (508 mg/dl). The pt bolused through the infusion device several times in an attempt to lower her blood glucose. Her normal blood glucose level is 7.5-7.8 mmol/l (135-140 mg/dl). She also believes that the up and down buttons of the infusion device and boluses are not delivered properly. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.